Event description:
The customer contact reported the pt received more IV fluid than intended. The pump was returned to the (B)(4) with a note that stated, "over delivery." No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history could not be downloaded at the service center due to a communication error; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).